Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data (mg/dl): sid (B)(6) (female dob (B)(6) 1952) initial result 9.4 (sst tube), retest (same analyzer). 2.5, retested on a second analyzer: 2.4 a second specimen using a green top tube was tested: initial analyzer: 2.2, retested on second analyzer 2.8. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) replaced cuvette washer, c4 (rohs),which was determined to be the likely cause of the issue. A review of the analyzer service history was performed; no additional erratic or discrepant patient results reported on the analyzer, nor did it identify any service or complaint issues that may have contributed to the issue described in this complaint. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.